Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, post-paced t-wave oversensing on the ventricular lead was observed on a stored egm. The patient experienced pre-syncope but it was not definitive that condition was due to oversensing, during, and after the device interrogation. The programming changes were made and patient was stable.